Event description:
Incident involved two (2) meshes. Also, see MDR 3005841068-2015-00002. Surgeon had a pt who was experiencing abdominal pain and appeared to have recurrent ventral and umbilical hernias. Upon exploration on (B)(6) 2014, the surgeon found an xb c-12 from the prior hernia repair incorporated but separated with multiple fatty adhesions between the mesh and abdominal wall. Also, from the prior hernia repair, an xb ck-7 near the umbilical area was found wrinkled and needed to be removed. The surgeon implanted two add'l pieces of xb mesh ((B)(4)) which resolved the hernias. The surgeon stated that perhaps he didn't allow for adequate margins around the previously placed meshes and that the pt's health status (diabetes/heart disease) negatively affected the healing. On (B)(6) 2015, the surgeon reported that the pt was doing well and had not complained of any further distress.